Event description:
The customer reported unspecific dissatisfaction regarding the toggle switch on the hemopro 2 device. The same devices were used to complete the procedures. The hospital did not report any patient effects. The hospital will not be returning the products in question.

Manufacturer narrative:
The customer was unable to provide sufficient information for us to be able to perform a proper assessment, including cause evaluation. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are unknown at this time. Internal file number - (B)(4).